Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was malfunctioning and required maintenance. The customer stated that there was a delay in patient care there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had hardware failure. A field service engineer found the interface printed circuit board had no lights, and troubleshooting led to replacing the interface printed circuit board and the controller printed circuit board to resolve the issue. The customer tested the unit and performed functional tests and diagnostics. The system functioned as intended after the field service engineer repaired the device.